Event description:
The customer reported being hospitalized for a sinus infection caused by high blood glucose of 386mg/dl. Troubleshooting was performed. The time and date were correct. The basals, bolus, and daily totals on the insulin pump appear to be correct. Ran a fixed prime test and the test passed successfully. The customer stated that she wears the infusion set no more than three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.